Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, guiding the customer through the process successfully. The pump was confirmed to be functioning correctly post-reset, and the customer was advised to contact support if the issue reoccurred.